Event description:
It was reported that the patient¿s blood glucose level was between 121 mg/dl and 180 mg/dl while wearing the pod for between 4 and 24 hours. The patient reported using the pod on their upper buttocks for the first time in a while, since there have been scars and irritation on their legs. The reporter stated the adhesive separated from their hip/buttocks, resulting in the cannula dislodging. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.